Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and keypad was unresponsive. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. Customer was sent a new battery as battery was low. Customer tried new battery and received failed battery test and later keypad did not respond. Customer did not receive failed battery test alarm after troubleshooting. Patient was advised to monitor the pump. Battery cap will be sent to the customer. The insulin pump will not be returned for analysis.